Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restarts error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarm noted. The insulin pump uploaded properly using carelink pro and all bolus data recorded properly on data report. No download anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm. The customer's blood glucose reading was 123 mg/dl. The insulin pump was returned for analysis.